Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 62year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The impella cp was laid. Activated clotting time was above 250 before removing the dilator. When the pump was started, it did not start, only 0.6 liters per minute. The patient's position and volume status were checked immediately. Everything was within the normal range. The recommendation was therefore made to replace the pump with a new one. The new pump ran without any problems.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was filed. The pump was returned for analysis. Visual inspection found no issues on the pump. The failure mode could not be reproduced as pump ran without issue under bench test. Based on clinical description, the root cause of low flow was most likely biomaterial ingestion as biomaterial observed during explant. In accordance with updated procedures, section d6 has been revised from the initial submission.